Event description:
Customer reported that a pt developed a recurrent hernia more than one year following an initial ventral hernia repair. The surgeon observed during reoperation that there appeared to be a hole in the center of the mesh. A patch was placed to correct the hernia. The pt is reported as "well."

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.